Event description:
The surgeon attempted to impact the head onto stem and failed. Surgeon then decided to impact the stem a bit lower and go with a standard head. Once impacted, was solidly cold-welded to the stem. Upon close examination by the surgeon, a crack in the medial calcar was observed. The surgeon concluded that due to the need to sink the stem lower, cracked the pt's calcar. Cabling was then performed. The pt was then put through a range of motion, testing tightness and stability. Surgeon was satisfied and the pt was then closed.